Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the change cartridge instead of the fill tubing. The customer received a notification of a new cartridge must be installed in order to resume insulin. The customer attempted the load process and received the same notification after filling the tubing. Additionally, the customer reported receiving an occlusion alarm before and after a cartridge and infusion set change. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set tubing was the location of the occlusion. However, the customer used apidra insulin to fill the cartridge. The customer's blood glucose (bg) levels were over 300 -500 mg/dl with a trace of ketones and a bolus via injection was administered to address the bg levels. Follow up with cts the customer reported was able to load a new cartridge successfully.